Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate. There was no reported impact to customer's blood glucose level. The customer declined to provide further information and declined a follow up call from tandem technical support.